Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose following missed dinner meal announcements while using the ilet bionic pancreas, with postprandial hyperglycemia followed by corrective insulin and subsequent overnight hypoglycemia; the user was advised to resume consistent dinner meal announcements, which had previously prevented nocturnal lows. Symptoms included hypoglycemia with a documented nadir of 55 mg/dl and no reported loss of consciousness or other acute complications. Outcomes included transient impact with glucose outside the target range for approximately 30 to 40 minutes and no professional medical intervention. Investigation included review of available device data and user-reported history and education on proper use. Investigation of this case revealed user-related use error related to missed meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.